Event description:
It was reported that the unspecified bd¿ microbore trifuse extension set tubing was found clogged while priming it. The following information was provided by the initial reporter: "the IV extension set was not patent and therefore not usable. Discovered defect during priming of tubing before it reached the patient.".

Manufacturer narrative:
No product or photo was returned by the customer. It was reported by the customer that the IV extension set was not patent and therefore not usable. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ microbore trifuse extension set tubing was found clogged while priming it. The following information was provided by the initial reporter: "the IV extension set was not patent and therefore not usable. Discovered defect during priming of tubing before it reached the patient."